Event description:
A nurse manager reported that the mayo covers and the stuff that their gowns are wrapped in is very "linty". She also noted that they have had three eye infections in the last eight months since this issue with lint started. The customer did not know if the lint was directly related to the infections or not. Add'l info has been requested, however, none has been provided to date.

Manufacturer narrative:
A sample is expected, but has not yet been received for eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested for this date, however none has been provided to date. (B)(4).